Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip was stuck on the catheter. Reportedly, they manipulated the scope and continued to wiggle deployment handle to release but the spring in the handle was noticed to be broken after the deployment attempt. The same issue occured with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***correction*** there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip was stuck on the catheter. Reportedly, they manipulated the scope and continued to wiggle deployment handle to release but the spring in the handle was noticed to be broken after the deployment attempt. The same issue occured with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also noted that the control wire at the handle section was kinked and the catheter had several kinks, indicating the manipulation of the device when the physician tried to release the clip from the catheter. Microscope examination was performed, and it was observed that there was a lineal friction marks inside the bushing. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specifications, confirming the deployment failure reported by the customer. No other issues with the device were noted. The reported difficult to release from the catheter was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip was stuck on the catheter. Reportedly, they manipulated the scope and continued to wiggle deployment handle to release but the spring in the handle was noticed to be broken after the deployment attempt. The same issue occured with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.